Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned no alarms and no abnormalities in the data. The device ran 47 first prime pulses, completed a bolus, and was deactivated at 177 pulses. No evidence was found that would result in a needle mechanism failure and prevent the needle from deploying. The exposed portion of the soft cannula was torn off, although it cannot be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy and a hazard alarm went off, after wearing the pod on the arm between 4 and 24 hours. The patient's blood glucose (bg) levels reached 400 mg/dl. No information was provided on how the hyperglycemia was treated.